Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the gasket was torn on the five millimeter trocar and pneumo had leaked. The surgeon finished the case with the trocar. There was no consequence to the patient.